Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccl supervisor/rn. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the patient was especially anxious/restless prior, and during the procedure therefore required moderate to heavy conscious sedation. Post percutaneous coronary intervention (pci) a femoral angiogram was performed on the right common femoral artery, and it was determined that an angio-seal closure device was appropriate. During the deployment of the 6 french angio-seal, the patient "lunged" upon gaining tactile resistance during pull back of the devices anchor intravascularly, and seating the collagen plug on top of the vessels arteriotomy; at the same moment of tactile resistance, and the patient "lunging"; the entire angio-seal carrier tube/sheath. The suture and collagen withdrew from the patients groin out of the body. The anchor was not visualized as part of what was pulled out of the groin. Pulsatile flow was observed (less than 5cc's) and immediate manual compression was held for twenty minutes until hemostasis achieved. It was suspected that the anchor separated from the device during the closure procedure, and once the patient was in recovery a "duplex ultrasound" was ordered; however, no apparent pressure gradient was observed. And there was no reduction in pedal pulses (3+) from baseline prior to the procedure in pre-op. Vascular consult was requested; however, it was deemed that no post-surgical intervention was necessary. The patient was admitted for overnight observation and discharged the following day. The patient was admitted for overnight observation. Blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, hemostasis sheath, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The sheath and carrier tube are fully mated in rear lock position. The suture, anchor, and collagen are fully deployed. The black and clear stop markers are present. The anchor is not present on the returned device. The returned sample was in used condition, fully deployed and the anchor detached. Therefore, the complaint can be confirmed for suture breakage. The exact root cause cannot be determined. The likely cause is the suture broke when the patient moved during the procedure, causing the anchor to detach. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits. Therefore, this event is currently deemed a non-reportable event.